Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the tech called and a failure was detected. The patient reported that he had a visit with his healthcare provider (hcp) on (B)(6)2018 and his surgeon on (B)(6)2018. The patient reported that the circumstances that led to the loss of stimulation was prolonged wear general wear and tear. The patient reported that the loss of stimulation hadn¿t been resolved. The patient reported that he was pursuing morphine pump installation and/or lead repair/replacement and battery replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient all of a sudden was unable to feel stimulation. The caller stated that the ins is charged and the ins shows that it is on, on both recharger and programmer. Even when stimulation is increased they patient feels nothing. The patient was redirected to their healthcare provider (hcp) for the loss of therapy. The patient reported that they turned stimulation up as high as it goes and still didn't feel stimulation. No further complications were reported.